Event description:
It was reported that during a device check for a shock delivered, it was found that the respiratory rate trend (rrt) signal was seen on the right atrial (ra) lead channel. The signal was reportedly not oversensed. Technical services discussed to turn the rrt feature off. The health care professional and field representative were going to discuss with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device check for a shock delivered, it was found that the respiratory rate trend (rrt) signal was seen on the right atrial (ra) lead channel. The signal was reportedly not oversensed. Technical services discussed to turn the rrt feature off. The health care professional and field representative were going to discuss with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that this device was explanted. There is no indication that the explant was related to the previous issues. No adverse patient effects were reported.

Event description:
It was reported that during a device check for a shock delivered, it was found that the respiratory rate trend (rrt) signal was seen on the right atrial (ra) lead channel. The signal was reportedly not oversensed. Technical services discussed to turn the rrt feature off. The health care professional and field representative were going to discuss with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that this device was explanted. There is no indication that the explant was related to the previous issues. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.